Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. No damage was noticed on the shaft. The stent was partially deployed approximately 6mm from the marker band. The yellow pull rack lock was returned and affixed to the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a partial deployment occurred. A 6 x 80 x 120 epic¿ stent was selected for a percutanous transluminal angioplasty in the superficial femoral artery (sfa). During the procedure, during advancement the device was "bouncing". The device was checked and it was noted that the distal part of the stent had opened partially during delivery. The device did not reach the stenosis. The procedure was completed with a different device. There were no patient complications reported and the patient's status was reported as stable.